Manufacturer narrative:
(B)(4). The pipeline flex delivery system was returned for evaluation without the catheter. The pipeline was found to be stuck inside the rhv valve. The distal and proximal ends of the pipeline were found fully opened with damaged braid. The middle section of the pipeline was also found fully opened with no damage to the braid. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer's complaint could not be confirmed as the returned pipeline was found fully opened with damaged braid at both ends. It is possible that the tortuous anatomy may have contributed to the reported issues. The device design and physician technique can also contribute to the pipeline failing to open. The damage to the braid is likely the result of the physician resheathing the device more than the recommended two times. Per our instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The pipeline flex can be resheathed until the resheathing marker has reached the distal marker of the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
The following report was received by medtronic: during treatment the pipeline flex would not open at both the distal end and midsection. The patient was being treated for a small unruptured saccular aneurysm located in the right superior hypophaseal. The distal landing zone was 3.75 mm and proximal was 4.85 mm. The vessel was severely tortuous. The physician resheathed three times but the pipeline didn't open. The physician retract the micro catheter to reduce slack in the micro catheter however it did not resolve the issue. The device was removed with the microcatheter. A pipeline classic was deployed to complete the procedure. There was no patient injury as a result of this event. Post angiographic results showed slow flow in aneurysm.